Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The indicated failure mode of underfill was not observed in the photo, as it shows a fully packed eps tray with product information. Therefore, 20 retained samples were subjected to functional draw volume testing and all 20 samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, ten tubes underfilled. No adverse impact was reported regarding the patient or user.